Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report for defib problem was observed during review of the device data logs. However, the device was put through extensive testing including defib cycle testing without duplicating the report. The customer's report for unexpected shutdown was not replicated or confirmed. The device log for (B)(6) 2025, was reviewed, seven power-off events were recorded, each with a payload indicating the device was shut down via the power button. No unexpected shutdowns were observed. The customer was sent a replacement device since this was reported as an out of box failure. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to transport a patient (age & gender unknown), the device displayed an unknown "defib pad error" message and inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.